Event description:
Removal of endosseous dental implant. Implant was placed on 01/27/97 in site #11 (class iii bone) during a routine procedure. The clinician reports that the reason for implant failure is that although the denture was relieved in the area of the implant, the clincian believes that the patient was able to bring some pressure to bear on the implant. The implant was removed on 05/22/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.